Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the data indicated that the first analyzed ECG segment was determined to be shockable as a form of vf. Segments 2 and 3 had deflections due to motion or CPR artifact and were determined to be not shockable. After reviewing the data provided, it was found that this x series worked as designed and configured, and within the limitations of the technology available. The device passed all functional testing and was recertified. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 73-year-old male patient in cardiac arrest, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired; however, they do not believe this was device associated.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.